Event description:
It was reported when inserting the brk needle into the introducer, the tip scraped the internal lumen of the introducer/dilator and a tiny piece of plastic came out the distal end of the dilator. This was noted during preparation of the device prior to insertion into the pt.

Manufacturer narrative:
No visible anomalies were observed on the returned introducer and dilator. Small shavings of blue plastic attached to a piece of tape, measuring .0010 inches, were received with the introducer. Microscopic examination of the distal 2 inches of the cross sectioned introducer revealed no skiving marks. The competitor's brk needle used with this product was not returned for eval and would have aided in a more thorough investigation of the reported event. The cause for the reported skiving remains unk. Date report submitted to FDA by MFR: 10/11/2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.